Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13l08012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and treated with vancomycin and fortaz (doses, routes and frequencies not reported). The pd therapy was discontinued. The patient¿s catheter was removed and hemodialysis was initiated. The patient was reported to have recovered from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13l08012. If any additional relevant information is obtained, a supplemental report will be submitted.